Event description:
It was reported that during a follow-up, the pulse generator exhibited backup vvi, then stopped pacing. The physician performed a cardiac massage to maintain a rhythm. Subsequently, the device resumed pacing. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator in backup vvi due to multiple flipped bits. During the software download the current drain temporarily increased, causing decreased battery voltage and the reported loss of pacing. Pacing resumed as the battery recovered and current drain decreased to normal level. As received the product code was zeroed due to the failed attempts to download in the field. The device was connected to an external power supply, software was downloaded, and normal function ensued.